Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. Prior to this date, the patient had experienced the symptoms of nausea and impaired vision. The patient took the action of increasing his doses of insulin. The patient manages his diabetes with insulin pump therapy. On (B)(6) 2013 during a physician¿s office visit, the patient was treated with a glucagon injection. Troubleshooting revealed the patient had correctly replaced the battery, the test strips were correct and there had been no misuse of the product. The issue was not resolved. The meter and test strips were replaced. The patient allegedly received hcp treatment with glucagon after taking increased doses of insulin without benefit of a blood glucose reading due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.